Manufacturer narrative:
Device passed displacement test, self test, active current measurement, and sleep current measurement. No failed battery alerts or power anomalies noted during testing, however pump error 63 alarm confirmed in the pump history due to broken pin six trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received hardware low level failures alarm. The customer was able to successfully clear the alarm and was able to complete insulin pump rewind. The customer performed self-test and it did not pass. Customer stated that pump error recurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.